Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported bravo capsule that failed to detach from the esophagus. The bravo capsule was placed on (B)(6) 2016. Physician perfomed and x-ray confirming that the capsule is still attached to the esophagus. Physician is planning for capsule removal.